Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was deployed; however, upon withdrawal, the distal end of the delivery rod came out together with the plug. The puncture site was compressed and a compression device was applied to achieve hemostasis. There was no reported patient injury. The device was used following an aneurysm procedure during an interventional procedure performed using a retrograde approach. No pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The indicator window did not show any red color during retraction, and the device was securely locked with the vascular sheath introducer. No issue or damage was noted to the deployment lever. The operator was trained in the device, and the device was stored and prepared according to the instructions for use. No visible signs of device or package damage were noted prior to use. A 7f non-cordis catheter sheath introducer was used. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than or equal to 5 mm. There was no visible calcification or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure of the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.